Event description:
It was reported that during a shoulder procedure using the quantum 2 system and an unknown wand, after an hour of activation time the controller displayed a prompt instructing user to press the continue button. When the user pushed the button on the unit to clear the error message, the wand then gave an error message and stopped working. This happened with a second identical want, as well. The procedure was then completed with a third like wand. This event resulted in a 30-40 minute surgical delay, but there were no patient complications reported as a result of this event.